Event description:
During the implant procedure of this ancure endograft system, the delivery catheter could not be removed through the ipsilateral limb after the endograft was deployed. High forces were applied to remove the device and as a result, the device broke below the jacket guard. The device was successfully removed.